Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): e valuation revealed that there was no damage found to the audio bolus button and responds appropriately. During the rewind step the pump gives a call service alarm 078-008. The keypad symbols were found to be worn. There was no defect found.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not display the appropriate screens after the patient used the audio bolus button. There was no reported trauma or damage to the pump. The issue was not resolved, as the patient was unavailable for troubleshooting. The technical support representative contacted the patient, however was unable to reach her by telephone. There was no reported patient injury associated with this issue.